Manufacturer narrative:
The sample was not returned by the user facility; therefore, device evaluations are unable to be performed. Although requested, the product identifiers were unavailable. A device history record (DHR) was unable to be reviewed because the product identifiers are unknown. Conclusion: the actual sample was not received for evaluation. The DHR was not able to be performed due to the lack of product identifiers. The investigator assessed the event was possibly related to the study device and procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
In a clinical registry it was reported that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the severely calcified target lesion located in the proximal third of the superficial femoral artery (sfa). Approximately 13 months after the index procedure, the patient's proximal third of the sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed the event was possibly related to the study device and procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.